Event description:
Patient's device showed high lead impedance warning of about 7500 ohms. Settings were increased and patient had cough and hoarse voice. So it is believed that the patient is getting some stimulation. No additional relevant information has been received to date. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.

Event description:
Patient's device showed high lead impedance warning of > 10,000 ohms. No known surgical interventions have occurred to date.

Event description:
Patient underwent surgery and the surgeon stated that the set screw felt loose and easy to remove. The lead was disconnected, cleaned then reinserted. After re-inserting, the lead pin was tightened with the set screw. Two system diagnostic tests following this showed normal impedance. Therefore the lead and generator were not replaced.